Event description:
It was reported on (B)(6) 2025, that system shaking was observed during a patient procedure on a selenia dimensions mammography system. A field engineer was dispatched to assess the device and found loose c-arm gear mounting screws. The field engineer tightened and secured the screws using loctite on (B)(6) 2025. On (B)(6) 2025, the field engineer replaced the c-arm gear mounting screws completely. The field engineer confirmed that the system is now working in accordance with manufacturer specifications. No patient or user injury was reported.

Manufacturer narrative:
An investigation was completed: on (B)(6) 2025, it was reported that the gantry was shaking during tomo sweep. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe tightened and secured the bolts. The fe returned to the customer site on (B)(6) 2025 and replaced the vta bolts using the replacement kit to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 5,014 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR related to the vta assembly. The vta was installed on this gantry with no issues noted. System product code: sdm-00001-2d. Serial number: (B)(6). Manufacture date: 8/8/2011. System installation date: (B)(6) 2011. Unique device identifier (UDI): (B)(4).